Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: evaluation revealed that there were scratches on the display lens. A returned battery cap used for testing. (B)(6).

Event description:
The pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: evaluation revealed that there were scratches on the display lens. A returned battery cap used for testing. (B)(6).